Manufacturer narrative:
Date sent: 10/18/2007. The analysis results for the instrument found that it was returned with excessive dried body fluids on the jaws. The instrument was cycled and was hard to fire due to the dried body fluids. After the dried body fluids were removed, the instrument was cycled and one bypass incident and one double feed issue were noted. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during an unk procedure, the device fired fine for the first three firings and then it jammed. Completed the procedure with a like device. There was no pt consequence.